Event description:
Edwards received notification of a pascal in mitral position where per internal imaging review of intraprocedural tee, there appeared to be small mobile air bubbles emerging from the gs (guide sheath) tip when first visualized across the intra-atrial septum. In subsequent imaging, air is no longer observed. At the time of implant release of both of the pascal devices, air introduction occurred. Small mobile air bubbles were also observed during release of the implants. The bubbles were observed in the left atrium, left ventricle and the aorta. The source of bubbles appears to be at the junction of the proximal portion of the implant and the distal portion of the implant catheter. In subsequent imaging, air is no longer observed. There were no recorded EKG changes during any of the time points, or changes in heart rate/rhythm. The procedure was completed successfully with a reduction in mr from severe to mild.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H6 impact code: non-serious injury/illness/impairment. This is MDR 2 of 2 from internal imaging evaluation findings (in total this is MDR 3 of 3 of the event).

Manufacturer narrative:
The following sections were updated/added/corrected: b4, d4, g3, g6, h2, h4, h6 and h11. Additional h6 type of investigation codes: analysis of images and labelling review. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with objective evidence based on visualization of air in returned imaging. A DHR review of the lot in question revealed no non-nonconformances related to the event. Imaging evaluation confirmed the presence of air, however no device issues could be identified or confirmed. The device was not returned for evaluation. Since no edwards defect was identified, corrective or preventative actions are not required. Potential root causes for the presence of air may include: omission of a flushing/de-airing step. Improper stopcock/syringe technique. Air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined.